Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was found that the batteries where not keeping a charge. Within two hours they where depleted. All batteries have been replaced. Motion and x-ray batteries replaced. Rad and fluoro calibration performed. System functions checked. Charger board showed a slightly too high voltage on pin 12-13 at 28,36 volts. This board was replaced. No parts have been received by the manufacturer for evaluation. However, an electrical failure mode was confirmed on-site, with the root cause being the batteries and motor battery charger. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system shut down due to low battery voltage. The batteries were reportedly not holding a charge. There was no patient present when this issue was identified.

Manufacturer narrative:
Investigation of returned suspect charger board finds that the device was fully functional with no problem found. Motor battery charger pcba passed functional output bench testing. Visual inspection notes all led's light and the board is in excellent condition. Installed motor charger board in imaging test system and the system readied, charged and both 2d and 3d imaging were successful. No battery error conditions were observed while under test. No problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Batteries for the imaging system were returned to the manufacturer for analysis. The batteries were found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.